Event description:
(B)(6) 2011 bowel obstruction occurred with resulting emergency abdominal surgery to repair. As a result incisional hernias occurred with severe adhesion that required the placement of a 12 x 12 piece of physiomesh on (B)(6) 2012. Beginning (B)(6) 2014, I became severely ill with symptoms of a bowel obstruction, severe nausea, vomiting, abdominal pain, cramping and bloating. Numerous hospitalizations have occurred with a weight loss of 45 pounds as of (B)(6) 2015.